Event description:
The report from the affiliate indicated that approximately two (2) months after the index procedure the patient was found to have a fracture of the previously implanted cypher select 2.25 x 33 mm stent. The patient was reported to have returned with angina that was reported to be unrelated to the stent fracture. The target lesion for the index procedure was the bifurcation of the circumflex and the first (1st) and second (2nd) marginal branches. The vessel was reported to be 1.75 mm pre-procedure and 2.25 mm post-procedure with a lot motion reported. Two (2) cypher select stents: 2.5 x 33 mm and a 2.25 x 33 were deployed at 18 atm. No additional information regarding the index procedure or patient was available.

Manufacturer narrative:
Please note that device (lot # i0306005) is distributed outside the united states, however it is similar to the united states product. No additional information was available. The unidentified patient underwent the implantation of two cypher select stents to treat birfurcating lesions from the circumflex to the first and second obtuse marginal branches. Approximately 2 months following implant, the patient presents with angina. Repeat angiogram revealed a stent fracture of the 2.25 x 33mm cypher select stent. Per the procedural physician, this was not the cause of the patient's anginal complaints. Indication for the initial evaluation is unk. The target vessel had been occluded prior to the intervention. Pre-procedure vessel diameter was 1.75mm and post-implant was 2.25mm. The safety and effectiveness of the cypher select stent has not been established for use in patients with a coronary artery reference diameter of less than 2.25mm. The stent was deployed above the rated burst pressure. The area of implantation is noted to be highly mobile. The mobility along with angulations of 45 degrees is also noted by independent film review. However, the review was unable to clearly appreciate a stent fracture. The product was not available for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. The device remains implanted and is not available for analysis. Our conclusion is that some contributing factors to stent fracture are lesion characteristics and procedural factors relating to the treatment of a complex lesion. The safety and effectivenes of placing a cypher stent into a lesion that is angulated and mobile has not been proven. Please note that this is the initial/final report for this product.